Manufacturer narrative:
Left in the patient.

Event description:
Revision surgery - due to a possible infection of the joint. The surgeon removed the shell and poly in october, he left the baseplate, stem, and glenosphere. Went to create a socket for the patient.

Manufacturer narrative:
The reason for the revision surgery was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The device was verified to have gone through acceptable sterilization processes and were within their expiration dates at the time of use during the previous surgery. The root cause of this complaint was reported as an infection. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.